Manufacturer narrative:
The production device history record (DHR) for this iabp unit will be reviewed as soon as the DHR is made available from manufacturing. A company representative has advised that upon evaluation of the iabp, it was found that the display board was defective. However, the customer has refused to accept the repaired iabp. A supplemental report will be submitted when additional information is provided.

Event description:
During initial inspection of the cs100 intra-aortic balloon pump (iabp) at the hospital site, the monitor (display) of the iabp did not turn on. This is an out of box failure of the iabp. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The supplier tested the display controller board and was able to verify the reported failure. They replaced the defective u22 and the board passed all of their testing. The board was returned the getinge nrc. A senior repair technician installed display controller board into the cs100 test fixture. The board was tested to factory specifications per cs100 service manual. The technician inspected the board per procedure, testing passed and the board was put into stock/inventory.

Event description:
During initial inspection of the cs100 intra-aortic balloon pump (iabp) at the hospital site, the monitor (display) of the iabp did not turn on. This is an out of box failure of the iabp. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The getinge company representative advised that the display controller board was replaced and the iabp unit was released to customer for clinical use.

Event description:
During initial inspection of the cs100 intra-aortic balloon pump (iabp) at the hospital site, the monitor (display) of the iabp did not turn on. This is an out of box failure of the iabp. There was no patient involvement, thus no adverse event was reported.

Event description:
During initial inspection of the cs100 intra-aortic balloon pump (iabp) at the hospital site, the monitor (display) of the iabp did not turn on. This is an out of box failure of the iabp. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The full name of the event site is (B)(6). The removed display controller board was returned to the (B)(4) for investigation of the out of box (oob) failure. A senior repair technician of the nrc inspected display controller board and no visual damage was observed. The getinge technician installed the board into cs100 test fixture and tested to factory specifications per cs100 service manual. Testing passed and the technician could not verify the reported (oob) failure of no display on monitor. The display controller board was sent to the supplier per procedure. A supplemental report will be submitted when additional information is made available.